Event description:
It was reported that the customer experienced alarm 2 followed by alarm 26 due to an occlusion issue, causing blood glucose levels to read "high", a specific value was not provided. Elevated blood glucose was addressed with a correction bolus via the pump. Despite efforts, the alarms recurred, and technical support ultimately decided to replace the pump. The customer reverted to an alternate method of insulin therapy.